Event description:
It has been reported to the co that during the procedure as the physician attempted to introduce the catheter over the wire as the wire came out of the hub end of the catheter, a piece of catheter material also came out. The device was removed and replaced. The pt is reported as fine and the device is being returned for the co's analysis.